Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had an infection, sepsis and vegetation. Reportedly, the patient had methicillin-resistant staphylococcus aureus (mrsa). No additional adverse patient effects were reported. The rv lead was explanted.